Event description:
While wearing the external equipment, the pt reportedly experienced a loss of lock. External equipment was exchanged but the problem was not resolved. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.